Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Leak condition confirmed. A leak test was subsequently performed on the unit. During fill, leak was immediately noted at the junction of the tubing and the multirate module. The leak was caused by a partially broken tubing. No other location or cause of leak was found on the unit. The root cause of this defect could not be determined. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that an infusor lv 2 device was leaking after filling. The device had been filled with an unknown drug when the leak was observed. There was no patient involvement. No additional information is available at this time.